Manufacturer narrative:
The suspect device has been returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during use, the catheter is not functioning appropriately and pulls air into the patient. No patient injury.

Manufacturer narrative:
The suspect device was returned for evaluation. Upon reception, a visual inspection was performed and found the valve had become dislodged from the valve body into the hub of the device. The likely root cause of the failure can be attributed to operator error. Possibly, the valve was seated incorrectly in the press fixture or the valve body. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were found.